Event description:
Invalid result (s). Called in because she purchased 3 flowflex kits and all 3 tests no results displayed. After 15 minutes, no c or t line appeared. She followed the directions exactly and dispensed the 4 drops into the s well only. The desiccant packs were in all 3 cassette pouches. The kits were purchased at cvs.

Event description:
Invalid result (s). Called in because she purchased 3 flowflex kits and all 3 tests no results displayed. After 15 minutes, no c or t line appeared. She followed the directions exactly and dispensed the 4 drops into the s well only. The desiccant packs were in all 3 cassette pouches. The kits were purchased at cvs.

Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov2020181. No abnormal issue was found in the manufacturign process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Retention samples met witb the qc criteria. Complaint issue was not found. Complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative